Manufacturer narrative:
The patient's driveline repair on 09sep2020 was covered under MFR: 2916596-2020-04568. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient went to a local emergency department for stroke like symptoms of numbness in the left hand and left leg that felt wobbly. Initial imaging was obtained, computerized tomography of the head (cth) was done and the stroke was diagnosed to be both hemorrhagic and embolic. The patient's international normalized ratio (inr) has been low for a month and became supratherapeutic. On the day of the event, an updated inr result from the local lab was 8. An embolectomy was done for the embolic stroke and anticoagulation was held for both. As of (B)(6) 2022, the patient had no function on the left side and anticoagulation was to be resumed after holding for 48 hours pending cth. Upon plugging them into the system monitor, no data was showing until the driveline was manipulated. The driveline has a tear near the controller. Once it was manipulated, data was displayed on the system monitor. The patient has a known internal driveline fracture with an attempted external repair on (B)(6) 2020. The patient was to remain on ungrounded cable and there with no plan to repair or replace the fractured line at the moment. There was no indication that the pump was not working properly as flows and power looked appropriate.

Manufacturer narrative:
Manufacture's investigation conclusion. A direct correlation between (B)(6) and the reported hemorrhagic/embolic stroke cannot be conclusively determined. The reported cosmetic driveline damage cannot be conclusively determined as no photos were provided by the account and no product was returned for evaluation. Driveline fault alarms were confirmed via log file analysis. The log file revealed that (B)(6) operated as intended at the fixed speed with no interruptions; however, driveline fault and driveline alarm silenced were recorded in the log file which appears consistent with the reported internal driveline fracture. The patient remains on (B)(6) and no further events have been reported at this time. The heartmate ii left ventricular assist system instructions for use (IFU) lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use provides information regarding recommended anticoagulation therapy and international normalized ratio range. This document discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.